Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that insulin continues to drip from the pump after the motor stops during the fill tubing process. Customer also indicated that insulin squirts out of the pump. The customer's blood glucose level was 220mg/dl at the time of incident. The product will be returned.